Event description:
As reported by the field clinical specialist (fcs), approximately 9 years post tavr procedure with a 29mm sapien 3 valve, the valve failed due to stenosis. The patient underwent a successful valve in valve procedure with 26mm sapien 3 ultra valve. Per report, the patient was alive at end of procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review. Sections b4, b7, g3, g6, h2, h6: health effect - clinical code, device code(s), investigation findings and investigation conclusions have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's age and history of cirrhosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records reviewed, approximately 8 years and 6 months post tavr, patient with history of status post 29mm s3 valve (2019) in aortic position who presented for shortness of breath and was found to have bioprosthetic aortic stenosis. An echocardiogram performed showed aortic valve area 0.75 cm2, mean gradient 34 mmhg. A tee performed reported for the aortic valve: a tavr is present. It is well seated. The prosthetic valve leaflets are thickened. There is restricted motion of the prosthetic valve leaflets. There is no evidence of thrombus on the valve. There is moderate prosthetic valve stenosis, area 1.11 cm2. Peak aortic velocity is 2.9 m/s. Mean gradient is 15 mmhg. Mild paravalvular regurgitation. Conclusion: moderate prosthetic aortic valve stenosis with mild paravalvular regurgitation. Approximately 9 years post tavr, the patient underwent a successful transfemoral tavr valve in valve procedure with 26mm sapien 3 ultra. There were no complications reported.